Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the connector to both the insulin vial and the pump, resulting in wasted infusion sets and hyperglycemia while using the ilet system. Symptoms included elevated blood glucose levels up to 255 mg/dl without reported ketone testing or other acute symptoms. Outcomes included no medical intervention, no hospitalization, and no alarms or alerts from the device. Investigation included complaint intake and replacement supply shipment. Investigation of this case revealed a user-reported inability to attach the connector. It was concluded that the event involved hyperglycemia with cause unclear related to reported connector attachment difficulty. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.